Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the device was exposed to harsh elements thus resulting in the reported rusty proximal end of the guide wire (the exposed end of the guide wire not inside of the dispenser coil); however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional versaturn guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that upon opening the package of the versa turn guide wire it was noted that the trailing end, which was the proximal end closer to the hand the physician was using to hold the device, was rusty. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.